Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the adapter was broken.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, the adapter was broken. The doctor was providing downward force and there was snap that was heard from the adapter. The reload would not open or close - it was stuck on the adaptor and would not come off. A new adapter brought in and the case was finished using the same shell and handle with a new reload. There was no patient injury.